Event description:
A "sensor error" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer reported symptoms and feeling tired and shaking hands. The customer reported self-treating with cranberry juice, tootsie roll and 3 glucose tablets and later called and ambulance where they were treated with a 15g glucose injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.